Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi error code 200.5040 on 8110 unit account name: (B)(6) medical center main campus account #: (B)(4) asset name: 8015ls pcu dom v9.19.1.2 a/b/g asset location: contact: (B)(6) contact email: contact phone: contact mobile: patient or user involvement: no patient or user harm: no case description: tech. Called in for help on clear error code 200.5040 pop up on 8110 unit failure device type: alaris system instrument failure problem type: 8110 failure mode: troubleshooting/ error codes case resolution: the error code 200.5040 on syringe unit has to do with the software version compatibility failure, unit need to be reflash with correct version. Walk tech. Through steps forst setup her firm ware files for 9.33 walk tech. Through steps also start the flash for syringe unit once flash took off explain to customer let thr flash run once complete power 8015 off back on make sure the error does not come back up. Tech. Thank me for my assist. Ref:_00d30y0yr._5000l1lkwcg:ref